Event description:
Heartmate 3 lvad who required reoperation for bleeding on post op day #1, presents with acute cva on post op day #2 as evidenced by right visual field changes by exam and left pca infarct involving the left occipital lobe and thalamus. Aspirin and coumadin were in use; heparin had not been started due to post op bleeding issues. High risk for hemorrhagic conversion prevented utilizing heparin bridge post cva.